Event description:
The analyzer fails to deliver a "y" error flag when data for the reagent blank exceeds the preprogrammed limit. The reagent blank value is used in the calculation of the final result and has the potential to cause erroneous results.